Event description:
It was reported by service report that the outer base tube weldment was broken. There were exposed sharp edges. The service report notes do not indicate if there was a pt involved or if there were adverse consequences reported.

Manufacturer narrative:
Result: outer base tube weldment; exposed sharp edges.